Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was not present, because the qc prior to the event was within ranges.

Event description:
There was an allegation of a questionable hcg+beta elecsys result from the cobas 8000 - cobas e 602 module. The initial result was 1.0 iu/l and was reported outside of the laboratory. The doctor questioned the result and the sample was repeated with a result of 8487 iu/l. The repeat result was believed correct.

Manufacturer narrative:
The cobas 8000 - cobas e 602 module serial number was (B)(6). The investigation is ongoing.